Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 200 ohms. The shock impedance trend was noted to have been consistent in the 50 ohms to 60 ohms range. Boston scientific technical services (ts) discussed the out of range measurement, the shock impedance trend data and indicated the issue could be due to calcification on the rv lead or possibly due to a rv lead fracture. The boston scientific field representative indicated that lead testing was great with no sensing or pace impedance issues observed. Ts recommended programming the rv lead to a single coil configuration and monitoring the lead closely. Ts noted that if there is a lead fracture, it could impact the rest of the lead integrity over time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.